Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was received to investigate the reported failed accuracy. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. To further investigate the reported issue, three separate delivery accuracy testes were performed. Unable to duplicate customer problem. The pump was slightly under delivering but within the published +/-6 percent specification. It was recommended that the expulsor be replaced in order to bring the delivery into more nominal of a range. No further actions were taken after replacing the expulsor.

Event description:
Information received a smiths medical cadd legacy pump failed accuracy -6.15 percent. . Event occurred during testing and date unknown. No patient involvement.